Event description:
It was reported that upon inspection, the side control pump pedal was broken and the headend jack linkage was damaged. It was further reported that the unit would not pump up. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Pump pedal. The service tech quoted the price to the customer and is awaiting the po in which then he will enter a f/u sr to repair.